Manufacturer narrative:
Updated describe event or problem b5, explant date d6b.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. A cystoscopy showed erosion under the cuff. Dehiscence was also noted. There was an inflation issue with the device. The aus was explanted and a ureteral reconstruction was performed. There were no additional patient complications reported.

Manufacturer narrative:
Updated describe event or problem b5, explant date d6b. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically inspected and was identified to have folds. Cuff passed leakage test. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. A cystoscopy showed erosion under the cuff. Dehiscence was also noted. There was an inflation issue with the device. The aus was explanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. A cystoscopy showed erosion under the cuff. Dehiscence was also noted. There was an inflation issue with the device. The aus is currently implanted, and the explant surgery is already booked. There were no additional patient complications reported.